Event description:
Philips received a complaint on the v60 ventilator indicating that there was a malfunction with the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the upper left-hand corner of the device was not responding to touch properly. The rse troubleshot with the customer and guided the customer to the touchscreen calibration menu. The customer completed the touchscreen calibration and confirmed that they entered the diagnostics mode. The device was found to be operational following the touchscreen calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.